Event description:
The customer reported that the system displayed a control panel error message and would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Fuses on the power signal board were reseated and the contact of the 93 connector was cleaned. The system was tested and found to be working as intended and put back into service.